Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and fluid discoloration. The cause of peritonitis was unknown. On an unspecified date, the patient was treated with unspecified medication for peritonitis. Three days after the onset, the patient was hospitalized for peritonitis. On the same day as the hospitalization, the patient died due to cardiac arrest. It was unknown if an autopsy was performed. It was unknown if the patient had recovered from peritonitis at the time of death. Pd therapy was ongoing prior to or at the time of death. No additional information is available.